Event description:
During the procedure the surgeon asked for a malyugin ring product number mal-1001, the eye lit of the ring did not come together like it should when being pulled back into the malyugin ring inserter. One of the malyugin rings came into the inserter appropriately but when the surgeon went to deploy it in the eye, the two-middle eye lit's did not separate from each other. Three different cases on this date of 1/19/26 we went through 3 of the above listed product with the lot numbers listed above that malfunctioned. There was no patient harm created as a result of this incident.